Event description:
Post implantation of an acumed 11mm x 150mm polarus locking humeral rod, a screw backed out of the second most proximal hole approximately 1cm. The product remains implanted in the patient.

Manufacturer narrative:
The following mdrs are affiliated with this event: 3025141-2012-00070.